Event description:
It was reported that the device not recognizing syringe. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The failure could not be replicated or identified. A terumo 20 ml syringe was filled to the 12ml, then the syringe was filled to 15ml, and 18ml graduation marks. The volume was correctly detected by the syringe module in all instances. A preventive maintenance was performed. The test results show the device passing all pm tests as required. The internal and external inspections showed: seal intact: the manufacturing instrument seal was intact, indicating the device had not been previously opened. Connectors: both the right (male) and left (female) inter-unit-interface (iui) connectors were in good condition. Drive head movement: the drive head's vertical movement was free, and the gripper control functioned correctly. Barrel clamp assembly: functioned as intended. Internal inspection: all internal components and wire connections were in good condition, with no contamination, damage, burn marks, or bad soldering observed. Overall, the device was in good condition both externally and internally. Log review was deemed unnecessary since there was no patient involvement. Do not use incompatible syringe sizes and models with the syringe module. Use of incompatible. Syringes can impact pump operation resulting in inaccurate fluid delivery, delayed generation of occlusion alarms, and other potential problems (refer to the bd alaris¿ system with guardrails¿. Suite mx user manual). Ensure that the displayed syringe manufacturer and syringe size match the installed syringe. Mismatches can impact flow rate accuracy. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The failure could not be replicated or identified. ¿ a terumo 20 ml syringe was filled to the 12ml, then the syringe was filled to 15ml, and 18ml graduation marks. The volume was correctly detected by the syringe module in all instances. ¿ a preventive maintenance was performed. The test results show the device passing all pm tests as required the internal and external inspections showed: ¿ seal intact: the manufacturing instrument seal was intact, indicating the device had not been previously opened. ¿ connectors: both the right (male) and left (female) inter-unit-interface (iui) connectors were in good condition. ¿ drive head movement: the drive head's vertical movement was free, and the gripper control functioned correctly. ¿ barrel clamp assembly: functioned as intended. ¿ internal inspection: all internal components and wire connections were in good condition, with no contamination, damage, burn marks, or bad soldering observed. Overall, the device was in good condition both externally and internally. ¿ log review was deemed unnecessary since there was no patient involvement. ¿ do not use incompatible syringe sizes and models with the syringe module. Use of incompatible syringes can impact pump operation resulting in inaccurate fluid delivery, delayed generation of occlusion alarms, and other potential problems (refer to the bd alaris¿ system with guardrails¿ suite mx user manual). ¿ ensure that the displayed syringe manufacturer and syringe size match the installed syringe. Mismatches can impact flow rate accuracy. ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device not recognizing syringe. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device not recognizing syringe. There was no patient involvement.